Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient information, treatment settings and patient photographs. Which were provided except photographs. An examination of the subject device by a lumenis technical specialist concluded the device operated to manufacture specifications. No device malfunction was reported. Subject device malfunction is not the suspected cause of the event reported. A lumenis medical director reviewed the provided treatment settings and patient skin type data concluding the settings were conservative based on common medical practice, device training, and device labeling. Additional info sep 28 2017: as part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to june 2017. Lumenis investigated the reported event by contacting the user facility to obtain patients status. No additional information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a burn respectively following hair removal treatment with a lumenis lightsheer desire laser using a hs handpiece.